Event description:
Information received by medtronic indicated that the insulin pump casing was scratched. No harm requiring medical intervention was reported. Customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). S/w version: 4.11j. Retainer ring = clear. On (B)(6) 2021 customer alleged pump has cosmetic damage (scratched case/damaged belt clip rails). Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: pillowing keypad overlay, cracked belt clip rails, broken belt clip rails, cracked retainer, cracked case above arrow and battery icon, missing display window/cover, cracked keypad overlay, and scratched case. In summary, customer allegation for cosmetic damage (scratched case/damaged belt clip rails) was confirmed during visual inspection where scratched case, broken belt clip rails,, and cracked belt clip rails was noted.